Manufacturer narrative:
Subsequently, this crt-d was returned to boston scientific. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to battery status at end of life (eol). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported. This crt-d will not be returned. It was noted this crt-d went into storage mode, and tachy therapies could not be turned off.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.